Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding tube set leaked right before the adapter.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was confirmed; leaking into the connector was observed. A root cause analysis indicated that the most likely root cause could be lack of solvent generated by the dispenser during the bonding process when the application is performed without a guide pin. As part of continuous improvements, a preventative and corrective action has been opened which includes the involved personnel in the process being notified about the reported condition, the sampling plan was changed to tight, a quality inspection is being performed after 12 hours of manufactured lot as well as a random inspection of 20 each on all totes, the pin of the dispenser was verified to evaluate if it needed adjustments to reduce possibility of solvent application and the pin is changed at the beginning of each shift. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.